Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir director. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath and arteriotomy locator/dilator would not lock together, they were not locking properly. Additional information was received on (B)(6) 2023: the doctor ended up holding pressure for closure.